Manufacturer narrative:
E1. Establishment name: (B)(6) hospital.. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the insertion section cover of the cysto-nephro videoscope was damaged. The bending section adhesive had peeled off. The issue occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6 (medical device problem code, type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d4 - lot # updated to remove the number, should be blank; g2 - report source added foreign. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the peeled adhesive malfunction: damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.